Manufacturer narrative:
H6 - evaluation conclusion code was updated. Device eval by manufacturer: the rotapro console serial number (B)(6) was returned. The console was returned in overall good physical condition. The console passed all incoming tests. The rotapro passed calibration and full functional final testing. The complaint was not confirmed.

Event description:
It was reported that the console displayed an inaccurate speed. A rotapro console was selected for a left heart catherization procedure in the left anterior descending coronary artery. During the procedure, the rotapro burr was rotating at the target speed of 165,000 rpms, but the console displayed a speed of 330,000 rpms. The procedure was completed with a different device. No patient complications were reported, and the patient was in stable condition post-procedure.

Event description:
It was reported that the console displayed an inaccurate speed. A rotapro console was selected for a left heart catherization procedure in the left anterior descending coronary artery. During the procedure, the rotapro burr was rotating at the target speed of 165,000 rpms, but the console displayed a speed of 330,000 rpms. The procedure was completed with a different device. No patient complications were reported, and the patient was in stable condition post-procedure.

Manufacturer narrative:
Device eval by manufacturer: the rotapro console serial number (B)(6) was returned. The console was returned in overall good physical condition. The console passed all incoming tests. The rotapro passed calibration and full functional final testing. The complaint was not confirmed.

Event description:
It was reported that the console displayed an inaccurate speed. A rotapro console was selected for a left heart catherization procedure in the left anterior descending coronary artery. During the procedure, the rotapro burr was rotating at the target speed of 165,000 rpms, but the console displayed a speed of 330,000 rpms. The procedure was completed with a different device. No patient complications were reported, and the patient was in stable condition post-procedure.